Event description:
N/a.

Manufacturer narrative:
Additional information: device identifier # (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review could not be performed since the lot number or catalog number was not provided during the complaint investigation. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was completed with available information ( video received). The video showed that no base unit and adapter was attached to the skull clam. No support or stability was provided and this led to the reported complaint. The mayfield system consist of the base unit , adapter and skull clamp among others. They should be properly connected with approved compatible parts according to the instructions for use (IFU) and manufacturer's instructions. The device history record (DHR) showed no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. Based on the video provided,the complaint was caused by improper handling/user error.

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra sales representative reported on behalf of the customer that on (B)(6) 2020, the a3059 mayfield composite series skull clamp was easy to move back and forth while in the locked position. The malfunction was noted while on the patient's skull in the supine position. There was no patient injury or delay in surgery.